Event description:
It was reported that the lpm would fluctuate during the initial set-up of the hl20. Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides failure investigation, analysis and resolution for the device described in this report. A maquet service technician was able to verify the incident. The defective control board was replaced. The system was tested to factory specifications and passed. The unit was returned to service.